Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 7.9cm to 8.1cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. The outer coil was exposed at the proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.